Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. This supplemental report has been updated to reflect that the patient's impacted device was a 425cc mentor smooth round spectrum saline breast implant. The patient's explantation procedure occurred on (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced postoperative right-sided infection approximately three months after implantation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on or around (B)(6) 2018 and replaced by a 425cc mentor smooth round spectrum saline breast implant (catalog number 3501470, serial number (B)(4)).